Event description:
It was reported that during use the labels are lifting up with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that gold top tube labels were not sticking. Additional information from reporter: when they are inserted in the hubs, if the provider doesn¿t push it down that the tube gets stuck in the hub upon exiting the hub and that can turn into a bad situation, especially when you have a needle in someone¿s arm.

Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the labels are lifting up with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that gold top tube labels were not sticking. Additional information from reporter: when they are inserted in the hubs, if the provider doesn¿t push it down that the tube gets stuck in the hub upon exiting the hub and that can turn into a bad situation, especially when you have a needle in someone¿s arm.